Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia, difficulty breathing and a bad cough. The patient did receive medical intervention which required hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contaminant on the ui panel, ui knob, both side panels, iso port panel, inside the iso port, under the accessory module flip door, and under the sd cover door. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a congealed contaminate on the iso port, iso port panel, iso port o-ring, inside the blower box, and the blower output seal, a yellowish unknown contaminant was on the top enclosure, ui panel, blower connector, blower cap, blower box, iso port panel, and bottom enclosure, unknown contaminant in the airpath. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of multiple contaminants within the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pnuemonia, difficulty breathing and a bad cough. The patient did receive medical intervention which required hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.